Manufacturer narrative:
The intraocular lens (iol) was received in a condition that precluded analysis, optic was badly damaged. Batch records were reviewed and showed no deviations. Diopter measurement records from this particular lens were verified and showed to be within specifications. This is in compliance with the labeled dioptric power 20.0 diopter of this lot number. Review of the historical complaint data base revealed that no other complaints from this lot number were received. Halos and or glare are a known and labeled possible side effect of all multifocal iol implants. All information available is contained in this report.

Event description:
A surgeon reported the multifocal intraocular lens was explanted 11 weeks after initial implant. Reason stated was the patient's undesired visual outcome. Halos, and blurry vision. The multifocal lens was exchanged for a monofocal without complication.